Event description:
It was reported by the rep that the (1) tlc55 was used during a colon resection procedure. It was reported that while firing across tissue, the surgeon reported that the tlc55 was difficult to fire and would not fire completely. After removal, the surgeon noticed that the staples did not form properly. A second tlc55 was used to transect the tissue at an adjacent location to the first application. There was no consequence to the pt.